Event description:
Patient reported that a few days after injection with "juvederm" in the nasolabial folds and "smoker's lines," they developed swelling, "flushing," puffiness of the eyes, shortness of breath, wheeziness, low blood pressure and their "throat was closing up." Patient indicated that for the last 4 years they have had intermittent" allergic reaction symptoms" that have had intermittent "allergic reaction symptoms" that have progressively gotten worse. Patient indicated the symptoms occur in "clusters," and described that "they have the symptoms for a few days and they are only in the morning for about 20 minutes to a few hours depending on the severity of the symptoms." Patient advised that they have "2-3 cycles of these 3-4 days clusters of symptoms." Patient indicated the symptoms are worse in the morning after drinking water. Patient was treated with an epipen and singular, and was taking (B)(6) and (B)(6) for their symptoms. Patient indicated they have had a pulmonary function test, allergy test, blood test, and bone marrow test and they have all come back negative. Patient also tested negative for mastocytosis. Symptoms have not resolved. The patient has a history of chronic cystitis and a reactive airway problem.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, "flushing," puffiness of the eyes, shortness of breath, wheeziness, low blood pressure, "throat was closing up" and "allergic reaction symptoms" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. .